Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured october 14-15, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was leaking into the line at the manifold of ten (10) exactamix 2400 valve sets. This issue was described as ¿an issue with port number 5 introducing air into the line¿. This issue was found during programming/setup. The additive port was moved from port five to port nine to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: the events occurred in the "past couple of weeks". Should additional relevant information become available, a supplemental report will be submitted.